Event description:
On (B)(6) 2012, a vns treating physician reported that pt was having a hard time speaking, and his voice was almost gone. The pt was referred to a surgeon for further evaluation. The surgeon's differential diagnosis concluded that pt had left vocal cord paralysis. Vns treating physician stated that the paralysis could be a side effect of the surgery during vns replacement. The physician reported that x-rays were taken and no abnormalities were observed. X-rays were received by manufacturer on (B)(4) 2012 and reviewed on (B)(4) 2012 and no abnormalities were found. Good faith attempts for more information have been unsuccessful to date.

Manufacturer narrative:
Manufacturer received x-rays of implanted device. X-rays reviewed by manufacturer, no anomalies were visualized.